Event description:
Patient presented to the physician with severe headaches. Physician brought the patient into the or, removed the suture securing the stimulation lead to the digastric tendon to allow additional slack, resecured the lead, and closed the incision.